Event description:
The distributor reported that the up and down arrow buttons were unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):the keypad was found to be to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive and found to be misaligned when the keypad was removed.